Event description:
It was reported that a patient underwent a total joint arthroplasty of touch cmc1 prosthesis. Subsequently, the patient came back 2 months after implantation with pain during retropulsion. During the revision surgery, the cup was removed, repositioned, and then replaced with a new cup. The surgeon declared a problem lies more with the implant placement than with the implant itself.

Manufacturer narrative:
The investigation related to this event is ongoing. At this time, the available information is insufficient to determine a definitive root cause or whether the device contributed to the reported event. A supplemental MDR will be submitted to FDA upon completion of the investigation and when additional information becomes available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: h6. Engineering review of post-operative imaging identifies radiographic features suggesting the placement of cup component may not be optimal for good osteointegration, which may confirm the surgeon's assessment. This observation is based on visual review of the available x-rays only. No formal measurement has been carried out. This finding has not been reviewed or confirmed by a medical professional. Retrieval analysis confirmed that no manufacturing or design defects was identified. The most probable root case is a cup loosening precipitated by suboptimal implant placement (per surgeon statement).